Manufacturer narrative:
H6: investigation summary: it was reported there were multiple defects with product received. To aid in the investigation, two samples in a plastic bag, with no packaging blisters, and a handwritten note stating, "black specks," was received for evaluation by our quality team. A visual inspection was performed and the syringes have a black speck of embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301031, lot number 0031473. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the embedded degraded resin defect escapes. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that 4 bd luer-lok¿ syringes had foreign matter in them. The following information was provided by the initial reporter: "embedded matter: 2... Black spots: 2".

Event description:
It was reported that 4 bd luer-lok¿ syringes had foreign matter in them. The following information was provided by the initial reporter: "embedded matter: 2... Black spots: 2."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.